Event description:
The customer reported the device displayed an error 1000.

Manufacturer narrative:
(B)(4). The customer reported the device displayed an error 1000. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.